Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an egd (esophagogastroduodenoscopy) with stent placement procedure for a malignant stricture in the duodenum, performed on (B)(6), 2010. According to the complainant, during the procedure, there was a lot of resistance in attempting to deploy the stent in the tortuous anatomy. The stent was partially deployed, and could not be reconstrained prior to removal from the patient. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on to the shaft. The clear outer sheath was retracted from the distal tip. The clear outer sheath of the stent was slightly kinked at several locations along the length of the stent. The distal handle was detached from the outer sheath. During analysis, an attempt to retract the outer sheath by hand failed. The shaft was dissected proximal to the stent and both the inner and stent were withdrawn. No issues were noted with the inner sheath or the stent. The most probable root cause is operational context: as noted in the event description, the physician attempted to deploy the stent in a tortuous anatomy. The distal handle detachment is consistent with excessive tensile force having been applied to the shaft. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4) (stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an egd (esophagogastroduodenoscopy) with stent placement procedure for a malignant stricture in the duodenum, performed on (B)(6), 2010. According to the complainant, during the procedure, there was a lot of resistance in attempting to deploy the stent in the tortuous anatomy. The stent was partially deployed, and could not be reconstrained prior to removal from the patient. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".